Event description:
Procedure: vats. Pt's sex: unk. Reportedly, the staples discharged improperly formed. The staples were left on the staple line, but the surgeon applied a tissue sealant across the staple line.